Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection 400 mm in length. It was reported the patient had a chronic type b aortic dissection with an aneurysmal false lumen. Entry tear was at the level of the lsa so the stent graft was taken to the lcc. Patient had a bovine arch. Post procedure angiographic result looked good with excellent stent position and significantly diminished antegrade flow into false lumen. Patient was stable with no obvious adverse events prior to leaving or. According to the physician the patient was symptom free and was about to be discharged before the rtad was observed on the CT. CT showed a significant rtad starting at innominate and proximal through entire ascending aorta. The physician did an open repair to fix the problem and made some observations after the secondary repair. The bovine arch contributed to the flaring of the proximal bare springs into the proximal innominate artery wall. The peaks of several proximal springs appeared to have perforated the ostium of the innominate artery. The physician did an open ascending repair with patient under circulatory arrest. He replaced the entire ascending aorta and sewed partially into the valiant graft and re-implanted the great vessel to the proximal fabric graft. The physician stated the cause of the event was due to anatomy. No additional clinical sequelae were reported and the patient is fine.